Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger-will not power on) was confirmed. As received, the charger/modem would not charge a battery. Upon investigation, there was liquid contamination on the battery board and a defective power supply. The root cause of the problem was the liquid contamination and defective power supply connector. The root cause of the defective connector was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported charger/modem sn (B)(4) will not power on.